Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the stylus pen and the cursor are not aligned and calibration does not correct issue. Bezel overlay assembly replaced to resolve the issue. Analysis also found the tab on power cord door is broken. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the stylus could not be calibrated. Three different stylus pens were tried. The programmer was returned for repair. There was no patient involvement indicated.